Event description:
It was reported that pump received cartridge alarm and caller experienced previous malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge using proper technique, successfully resumed insulin therapy, and then requested pump replacement; technical support approved and arranged replacement pump. Customer planned to continue using current pump and rely on alternate method if necessary until replacement was in use.